Event description:
The healthcare professional (hcp) of the home pt (hp) reported the hp became uremic while using the homechoice cycler for apd therapy. The hcp relates that the hp was new to peritoneal dialysis and had recently completed their apd training on 6/2001. According to the hcp, 4 days later the hp was performing apd therapy with the homechoice cycler when they appeared to have seizures. The hp was taken to the hospital and diagnosed with uremia. The hcp relates the hp was admitted with an elevated blood urea nitrogen (bun) of 87 mg/dl and serum creatine of 11.4 mg/dl. The hcp relates that the hp rec'd hemodialysis during hospitalization and condition has improved. The hp remained hospitalized as of 6/2001, however, the hcp anticipated the hp would be released within the week.